Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump flashed and beeped but was otherwise unresponsive and stopped all insulin delivery. There was no impact to the customer's blood glucose level. Reportedly, the customer has lantus and humalog available as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.